Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. The force bipolar instrument was inspected and not found to have any loose, frayed or broken cables. No product issue was identified. Additional observations not reported by the site were also identified. The force bipolar instrument was found to have a broken grip at the grip base. No material was missing. The force bipolar instrument was found to have the molded insulator broken. A broken piece measured approximately 0.120" x 0.055" and was not returned with the instrument. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.265¿ - 0.059 in length and were not aligned with the tube axis.

Event description:
It was reported that during central processing, the force bipolar instrument had a broken/ loose cable. There was no patient involvement.